Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised forced sensor system and insulin was squirting out during the manual prime process. The customer's blood glucose level was 257 mg/dl at the time of the incident. The customer stated that the drove support cap was protruded out. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Device passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to compromised force sensor system alarm.